Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was failed and unable to recover. The customer reported that the issue occurred when dispensing medications to the patient. However, there were no adverse events, delays or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open and made a noise as if it were opening. A field service engineer (fse) opened the back panel, and the emergency release lever was used along with a tool to manually assist the drawer. Upon inspection, the customer identified a medication causing the jam and removed it. The mini pocket was closed, and recovery was attempted again, which succeeded. The fse logged off and entered diagnostics mode to perform an acceptance test. All mini pockets opened successfully, and the test passed. The customer was then able to inventory medications in the affected mini pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was failed and unable to recover. The customer reported that the issue occurred when dispensing medications to the patient. However, there were no adverse events, delays or injuries reported based on this event.